Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose cable at the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument stopped working and the instrument cable became loose. The user completed the procedure with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: this issue occurred when attempted to use around a vessel. The clip applier did not close. The clip never engaged and never disengaged from the clip applier. The issue occurred on first use. The customer used a backup clip applier to resolve the issue. There was no injury to the patient and there are no photos or videos for isi to review. Patient demographic information was provided.